Manufacturer narrative:
Philips service replaced the image disks with hard disk spare parts and returned the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image disk failure causing inability to store images on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.